Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed unexpected restart after a new battery was inserted. The caller stated that the alarm occurred during normal device use and that the insulin pump had not been stored for an extended period of time. The customer's blood glucose was 158 mg/dl. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.